Event description:
It was reported that the patient to an unrelated procedure. During the procedure, the right ventricular lead exhibited intermittent capture and programming changes were performed. Post-procedure, the patient was brought in for a lead revision. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged inner insulation consistent with procedural damage.